Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted the shocking coil was stretched at the proximal end and the silicone insulation under the shocking coil is separated at the proximal end. Resistance tests were completed to assess electrical performance. The electrode passed electrical testing on the sense portions of the electrode. Analysis identified a fracture at the weld location between the proximal high voltage cable ends and the high voltage coil fitting. The damage noted on this electrode is consistent with explant damage due to force. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had an episode of ventricular fibrillation (vf) which took four shocks to successfully convert. It was noted that during defibrillation threshold (dft)at the time of implant, the patient was converted with a 40j shock. The patient was brought into the clinic for dft testing following the recent vf event and again was converted with a 40j shock and then had a type two break at 20j. The physician stated this is the second time this scenario has happened with a young person. The caller suspects that the patient slumps forward during a cardiac arrest and the shocks do not cover the same area of the heart and chest in that position versus the patient lying on their back during implant and clinic testing. A boston scientific technical services consultant further discussed the clinical observations with the caller. The physician decided to explant this subcutaneous system and it was replaced with a transvenous system. No additional adverse patient effects were reported.